Manufacturer narrative:
Health effect - clinical code (e) - 4581: significant reduction of irido-corneal angles. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. The lens was exchanged for a shorter length lens and the problem resolved. Cause of the event was reported as unknown.